Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 35mm wds was advance and deployed. There were no recaptures or excessive manipulation required for the one deployment. After performing pre-release measurements, the physician picked up the delivery system to rotate and maneuver the system and the core wire was noted to be detached. The physician had considered upsizing to a 40mm but ultimately determined that the 35mm closure device was in an acceptable position. Post analysis was completed, and position, anchor, size and seal (pass) criteria was met. No further action was needed at this time. The patient left the procedure room in stable condition with no complications. The patient will be checked at the 45 day follow up. The core wire was discarded at the hospital.